Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the rpms were too erratic to get a reading. The motor, swivel, reciprocating arm, spring seal, and needle bearing were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery the device stopped working mid-use. During product evaluation, the device was operating at an inconsistent speed. There was no delay reported and the malfunction did not impact or harm the patient. Due diligence is complete and there is no additional information available. There was no adverse event associated with the malfunction.